Event description:
Recent in situ measurements showed all channels either in status high or are involved in short circuit. Previous measurements performed in (B)(6) 2014 were normal. There is no report of trauma. Re-implantation is considered but a date has not been scheduled yet.

Manufacturer narrative:
(B)(4). The device has not been explanted if it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.